Manufacturer narrative:
Results of device eval will be filed in a supplemental report when sample is received.

Event description:
Rn staff reported leaking from line. On arrival to bedside, the rn was able to visualize PICC line under intact dressing. PICC line noted to be completely detached from catheter hub. Pt still requiring IV drip and intermittent piv meds.